Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) and clonidine via an implantable pump for non-malignant pain. It was reported that the patient's pump was stalling. They saw the healthcare provider (hcp) today, and an alert was up that there was a motor stall recovery that occurred. The caller stated the nurse didn't download the logs today, but they did from a previous time. The caller mentioned that there were motor stalls on (B)(6) 2026. The caller was not with the patient at the time of the call, so further information could not be obtained. The patient had not had any mris, and they said the patient had been symptomatic. The pump was not working as well. The healthcare provider was going to seek authorization to see the patient in the interim and interrogate the device. The issue was not resolved through troubleshooting. The agent redirected to the healthcare provider to further address the issue. Additional information was received from the manufacturing representative (rep) on (B)(6) 2026. They reported that the patient's pump kept stalling, and they turned it back on. The caller stated that they saw the patient on monday, and it said the same thing. The patient had not had any mris. The caller interrogated the pump today and saw a message that said 'motor stall recovery occurred.' The pump logs showed 3 separate motor stalls and recoveries with the first 2 in february and the 3rd in april. The issue was not resolved through troubleshooting.